Manufacturer narrative:
A review of the device history record did not reveal any anomaly related to the complaint. Prior to release of the lot, mechanical testing was performed and test results for the lot met all specifications. A review of the product specification confirmed that the tip of the device is made from implant grade 316 stainless steel which is a common component of orthopedic implants. The device's instructions for use warns against use in more than one vertebra. However, the device was used in six vertebrae. Regardless of this, no definitive conclusion can be made regarding the reason for failure as the device was not returned for eval.

Event description:
Based on info received from the dfine international sales representative, a vertecor midline osteotome was used to create channels in six vertebrae. When the physician attempted to remove the device from the last vertebra, the distal tip of the device broke and remained within the vertebral body. The physician was able to complete ablation of the vertebral tumors with a spinestar ablation instrument without complication. The sales representative spoke with the physician via telephone and confirmed that the pt was in recovery and was stable.